Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mnh, mni. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision performed on (B)(6) 2015 at (B)(6) hospital - repositioning of one of the c2 trans laminar screws which showed up in the post op x-ray as too long and so replaced with a shorter screw. With reference to rep: he advised that the screw length initially put in was correct - there was no issue with labeling and the surgeon was aware of the length at the time of implantation. X-rays taken intraoperatively showed adequate positioning and length. However, following a CT scan performed postoperatively the surgeon was concerned that the screw may be too long and potentially cause neurological interference, and therefore decided to replace it with a shorter screw. There were no neurological symptoms, nor appearance of any physical interference with neurological tissue. The surgeon was satisfied with the overall outcome. This report is 1 of 1 for (B)(4).